Event description:
The customer reported low blood glucose. Customer stated he had called 911 for a low blood glucose last (B)(6). No blood glucose reading provided. Customer stated he had given himself bolus for food but did not eat enough food to cover what was delivered. Customer stated he was able to get his blood glucose up before the emergency medical services arrived. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).